Manufacturer narrative:
(B)(4). Evaluation, results: catheter breakage. Results/conclusions: severe calcification and severe tortuosity (90 degree) iliac artery. Evaluation summary: the tip detached at the stent stop, 120mm from the start of the taper tip. The slider was retracted all way back. There were multiple kinks on the sheath at 11, 22, 42, 62, 73, 92 and 122mm from the edge of the stent graft. There was a twist marks on the sheath at 210-250mm from the edge of the stent stop. The tip of the taper tip was deformed. The inner member with taper tip detached at the stent stop. The tortuous vessel morphology, use of excessive force, and torquing of the device is the most likely root cause for this failure. The kink at the stent stop due to tortuous morphology and excessive torquing caused detachment of the inner member at the stent stop.

Event description:
An endurant stent g raft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm morphology was not reported. The vessel morphology was reported as severe calcification; severe tortuosity and the artery that the contralateral limb was implanted in had a 90 degree angle. The physician stated advancing the contralateral limb through the iliac artery was very challenging. There were difficulties advancing the 20 fr cook sheath through the iliac arteries. There was a crack and kink in the sheath due to the patient anatomy as well. The bifurcated stent graft was implanted without issues. The iliac contralateral limb was advanced with difficulties. The physician stated that the iliac limb delivery catheter was advanced, a few centimeters short of the intended landing zone and the physician pushed hard and torqued the delivery catheter firmly and was able to get to the intended landing zone. The stent graft delivery catheter was removed from the patient however the tip/nose cone of the delivery catheter and approximately 8 cm of inner member detached from the delivery catheter. The physician believes that the detachment was due to the severe anatomy during the insertion of the delivery catheter and not due to the device performance. Over the next two and half hours the physician was able to remove the detached nose cone/inner lumen from the patient through the brachial artery. No additional clinical sequelae were reported and the patient is fine.